Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2007 according to the complainant, the stent was placed to treat an esophageal perforation (ep) and sepsis due to formation of an anastomotic fistula as a result of prior gastrectomy. On (B) (6) 2007, the patient presented with stent occlusion and dysphagia. Occlusion of ultraflex stent was due to significant hyperplasia at both the distal and proximal ends. The condition was successfully treated by placing a polyflex stent (15 cm x 18/23 mm) within the ultraflex stent. On (B) (6) 2007, both stents were successfully removed without complications per the treatment plan. Following the removal of the stents, it was noted that the perforation had healed and that the patient was in good condition.

Manufacturer narrative:
Unknown; however device reported as ultraflex esophageal partly covered stent (15 cm x 18/23 mm) (B) (4) - no code available (medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks and esophageal leaks. As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use." However, the complaint states that the ultraflex esophageal partially covered stent was placed to seal and to aid in the healing of an esophageal perforation (ep) with sepsis due to formation of an anastomotic fistula as a result of prior gastrectomy. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that the ultraflex esophageal was removed on (B) (6) 2007 per treatment plan. The most probable root cause of this investigation is user / use error.